Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing and multiple manual and automatic self tests without duplicating the report. A loose analog board shield was secured as a precaution. It could not be confirmed if the loose shield contributed to the customer's report. The device was recertified and returned to the customer. The battery used at the time of the event was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.